Event description:
It was reported that a pt underwent an aortic valve replacement on (B) (6) 2010. Upon attempt to remove the drain, the physician's assistant realized the drain was secured with the sternal wire used in the initial surgery. No further attempt was made to remove the drain at that time. On (B) (6) 2010, the pt underwent surgery to successfully remove the entire drain. On (B) (6) 2010, the pt's condition was "recovering".

Manufacturer narrative:
(B) (4). (B) (4). The drain was secured with sternal wire during the initial surgery and required re-operation for removal. The device info for use states, "taping or triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement."